Event description:
It was reported that customer experienced damage to usb port and pins that affected ability to charge pump. There was no reported impact to the customer¿s blood glucose level. No additional information was received regarding the outcome of the event, and no further actions were documented because support was unable to reach customer for follow-up.